Event description:
Glans injury for approx 1cm x 0.75cm on the right lateral aspect of the glans extending down towards the ventral surface. There was a loss of 1/2cm of distal urethra ("silver piece"). This was due to a circumcision. The moran clamp was found to be in excellent condition and the jaw gap dimension met MFR's specification.